Event description:
It was reported that a patient sustained a 1 (one) inch/25.4 mm blister surrounded by reddening on each calf muscle after a mr scan. The patient was reportedly treated by a physician with silvadene cream and bandaging. The scan protocol used for the exam was cor pd fast spin echo. The scan was aborted and the patient was removed after 4 minutes when the patient reported feeling discomfort. The site indicated that the patient was padded to isolate skin to bore contact, but was not padded between the legs and thighs. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.